Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty inserting and removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was reported that there was challenges inserting the steerable guide catheter (sgc) into the stabilizer. Troubleshooting was preformed and the sgc was successfully placed into the stabilizer with considerable force. The mitraclip was advanced and successfully implanted, the procedure was discontinued. The final mr was grade 1. There were challenges removing the sgc from the stabilizer, it was only possible to remove after considerable force. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.